Manufacturer narrative:
(B)(4). Date sent: 1/8/2026 investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned packaging. Visual analysis of the returned sample determined that the b5st device was returned inside it's package opened. The package was visually inspected and no damaged was observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device lot 628d47 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did the damage occur right out of the packaging or in the operative field? In the operative field. 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Packaging seal. 4. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Pouch seal. 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Seal open. 6. Was sterility compromised as a result of the packaging damage? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.